Manufacturer narrative:
Uf/importer rpt num: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open right thoracotomy right lower lobectomy, pulmonary decortication, when on main pulmonary artery, the surgeon was using the handle with other tri-staple reloads and had no issues. When the main pulmonary artery was divided with the tri-staple curved tip reload, the surgeon was able to squeeze the handle once and then it would not allow to squeeze again leaving only one-third of the staples fired an incomplete staple line in proximal on the main pulmonary artery. A new reload with different lot was grabbed and tried again, but the exact same thing happened. Due to the partial firing, there was bleeding to the structure it was being used and a pressure hold for 30-45 minutes was done to help stop the bleeding. Patient was given an extra unit of blood between 300-500cc, tissue damage was also reported as a result of this problem, and patient's hospital stay was extended. Finally, a new stapler and reload from different manufacturer was opened that completed the case.